Event description:
It was reported that during oic peek surgery, when the surgeon filled the bone of patient into the cage and tried to insert the cage, the cage was broken. He used cage inserter and nylon hammer. After that he opened intervertiebral carefully and inserted the other new cage.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of an avs aria spacer fracture was confirmed via visual inspection. The fracture occurred while the surgeon was impacting the implant into the disc space. It is likely that this damage has been as a result of the impaction, an excessive impact can fracture the implant. The communication log indicates that the surgeon completed the surgery with another new spacer. Conclusion: the root cause of the failure is likely due to the impacting of the cage during insertion.

Event description:
It was reported that during oic peek surgery, when the surgeon filled the bone of patient into the cage and tried to insert the cage, the cage was broken. He used cage inserter and nylon hammer. After that he opened intervertiebral carefully and inserted the other new cage.